Event description:
Spouse of home pt (hp) reports transfer set disconnected from titanium adapter during automated peritoneal dialysis treatment. Spouse reports hp walked away from homechoice device not realizing hp was still attached. Rn reports hp's transfer set was changed same evening in emergency room. Rn reports hp was given 1 gm kefzol i.p. And has responded to treatment.